Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a rep could only get two coupling bars at best when she tried to educate the patient on recharging process yesterday. The rep went back with another recharger today and she got the same results. She is able to interrogate implant with 8840 and patient programmer (pp). The rep stated implant site is not swollen, ins is not deep or at an angle. The rep tried using antenna locate feature, however that didn't resolve recharging issue; baseline was 54 and rep got up to 56 for highest number. The patient cannot charge generator. Patient will have an x-ray on (B)(6) 2017 to rule out flipped ins. No further complications were reported. No patient symptoms have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: it was reported that the rep called back and it was reviewed considerations when determining if an ins is flipped. It was then review wed that the orientation of the ins under x-ray should be sufficient when establishing if it is indeed flipped. No further information was reported. Additional information was received from the rep. It was reported that the ins is not flipped, an x-ray was taken to rule out. The patient can only charge while laying down due to how her implantable neuro stimulator (ins) positions when she sits down. No patient symptoms or further complications were reported in this event.